Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11 mechanical (g04) head. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat: 110032410 lot: 64394791 comp aug mini bsplt w tpr sm cat: 180550 lot: 698330 comp lk scr 3.5hex 4.75x15 st cat: 113628 lot: 64457445 comp primary stem 8mm mini cat: 115396 lot: 576730 comp rvs cntrl 6.5x30mm st/rst cat: 180553 lot: 457720 comp lk scr 3.5hex 4.75x30 st cat: 180551 lot: 428080 comp lk scr 3.5hex 4.75x20 st. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had right shoulder surgery in 2022 for unknown reasons. Attempts have been made and no further information has been provided.